Manufacturer narrative:
Investigation summary: one 32g x 4mm pen needle sample and four photos were returned from lot. No. 6140853, cat. No. 320136. Visual examination was carried out on the returned sample and photos and it was observed that there was black marks on shield. Investigation conclusion: visual examination was carried out on the returned sample and photos and it was observed that there was black marks on shield. Root cause description: the most probable root cause was identified as incorrect molding start up.

Manufacturer narrative:
Results: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: a conclusion is not yet available as the investigation is still in progress. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found on the patient end of the needle in a full carton of bd¿ pen needle 32g x 4mm before use. No injury or medical intervention.